Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, the doctor inserted the cortex screw through the plate with normal procedure. At the moment of reaching a final depth of the screw insertion to the plate, the screw broke. The breakage was occurred at the junction of the screw shaft and below the screw head. The screw was removed and replaced.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the broken cortex screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The values were in compliance with ao/asif specification and with the international standard. The investigation of the complained screw shows no irregularities. The surfaces of the cross-sections are homogenous what indicates material conformity to the specification as well. We suppose that too much applied mechanical force well beyond its calculated design caused the breakage of the head during insertion. The manufacturing records were reviewed and no complaint related issues were found.